Event description:
It was reported to philips that the ECG is not being detected. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. The customer worked with the technical support representative. Possible issue being caused by multiple or a single part. Device needs measurement module-ECG,spo2&nbp, and or software, and or a pca processor. The customer will be sent all parts.

Manufacturer narrative:
It was reported to philips that the ECG is being detected. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. The field service engineer (fse) evaluated the device and confirmed the ECG was not detected. The device needs a processor pca. Upon conclusion of the evaluation, it was determined that the front case requires replacement. It was replaced.the device passed testing and was put back into service.